Manufacturer narrative:
Additional information received indicated that the patient complained of dark urine, nausea, and "low flow" alarms during clinic visit. His metolazone was held at that time. Persantine was initiated and aspirin dosage was increased. The patient had no other cardiac complaints. Specifically, patient denied shortness of breath or fatigue either at rest or on exertion, chest pain, paroxysmal nocturnal dyspnea, orthopnea. The patient denied edema or abdominal swelling. Patient denied palpitations, skipped beats, lightheadedness at rest or exertion, presyncope or syncope. The patient was compliant with salt and water restriction and was taking medications as prescribed. Patient had no concerns related to device function. There was no redness or drainage from the driveline noted. Patient had not dropped controller or pulled driveline. The patient was admitted on (B)(6) 2016 for lvad thrombus. The patient had acute on chronic renal failure and acute liver dysfunction. Urinalysis showed an increase in occult blood from small to moderate. Warfarin was reversed with vitamin k. The patient was started on heparin drip. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: 0001755125 -outflow graft / catalog number:1125 / expiration date: 06/30/2018. UDI #: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A voluntary medwatch was received that this bivad patient was admitted to the hospital numerous times for complications related to his congestive heart failure diagnosis. This patient's lvad suddenly and abruptly stopped working without any warnings or controller alarms. The surgeons attempted to replace the pump but were unsuccessful. The patient suffered from pain and organ failure and subsequently expired on (B)(6) 2016. Additional information received indicated that this patient had presented with low flow. Inflow/outflow obstruction was suspected. The patient decompensated quickly and was considered too sick for pump exchange. The patient was placed on extracorporeal membrane oxygenation (ECMO) to stabilize. The patient then developed compartment syndrome and multisystem organ failure. Care was withdrawn. The medical team reported that the patient's death was device-related. The pump remains implanted and will not be returned for evaluation. All other products were disposed by the site.

Manufacturer narrative:
Corrections: outflow graft-h5 investigation summary: the pump and outflow graft were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Of note, it was reported that the patient died due to multi-organ failure. The medical team reported that the patient's death was device-related. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: outflow graft/0001755125/UDI #: (B)(4) mfg date: 2016-06-30. Correction: (B)(4). Heartware ventricular assist system ¿ controller (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump (B)(4), outflow graft # (B)(4) and controller with unknown serial number were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated pump and outflow graft met all requirements for release. Review of the manufacturing documentation of the controller could not be performed due to the serial number being unknown. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Of note, it was reported that the patient died due to multi-organ failure. The medical team reported that the patient's death was device-related. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the pump's manufacturing records indicated there were no non-conforming material reports generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance (qa) release process. Review of outflow graft # (B)(4) device history record (DHR) revealed that the component passed all inspections. The lot was found to be conforming to specification. Upon completion of the DHR review process, it can be concluded that outflow graft # (B)(4) met all of the internal requirements prior to its qa release process. Moreover, there is no evidence to suggest that the manufacturing process was a contributing factor to the cause of the analyzed customer complaint. If information is provided in the future, a supplemental report will be issued.